Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged on xarelto 20mg daily. During the routine 45-day follow-up computed tomography (CT) scan, imaging revealed a device related thrombus on the closure device. There were no leaks noted, the closure device was seated correctly. The physician is planning to place the patient back on a blood thinner. There were no patient complications.